Event description:
Customer alleged blood glucose results of hi (greater than 600mg/dl), 183 mg/dl, and 398 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having low blood glucose symptoms and self-treated with food, after which he felt better. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.